Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and requested that service be dispatched. A siemens customer service engineer (cse) made recommendations and the customer stopped running tests with the ion-selective electrodes (ise), performed a warm water rinse and changed the electrodes. The cause of the discordant, falsely elevated sodium and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.